Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot/serial#: unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving saline via an implantable infusion pump for an unknown indication for use. It was reported that during a pump replacement the hcp was unable to confirm catheter patency. The hcp cut a portion of the existing catheter and was then able to get good cerebrospinal fluid backflow. A revision kit was attempted to be put on to the existing catheter but it would not connect. It was reported the hcp utilized the old/existing product to reconnect the catheter to the new pump. It was reported that there was no drug put in the new pump after the replacement. No further complications were anticipated/reported.

Manufacturer narrative:
Product ID: neu_unknown_cath, lo serial# unknown, product type: catheter; product ID: 8578, serial# (B)(4), product type: catheter; product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the pump was replaced due to approaching elective replacement indicator. It was reported that the catheter programmed on the 8840 was incorrect, which resulted in the wrong pump connector piece being used. The connector piece that was not used was (B)(4). It was reported that the issue had been resolved. The patient's weigh was unknown. No further complications were anticipated/reported.